Event description:
Surgeon was attempting to position 2nd portal and encountered difficulty inserting guidewire and used more force than is usually necessary. Guidewire broke approx 2" west left in pt. Surgeon attempted to retrieve the broken piece but without success. There is no additional info available at this time.